Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 10 states, "fretting and crevice corrosion may occur at interfaces between components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2015-03727 / 03728 & 2016-03337).

Event description:
It was reported that patient underwent left hip revision procedure approximately 8 years post-implantation due to pain, metal debris and elevated metal ion levels. During the procedure, metallosis, pseudotumor formation, osteolysis, tendonitis, corrosion, trochanteric bursitis, metal fragments and debris, delamination of the porous coating from the acetabular cup and cysts were noted. The acetabular cup, modular head and taper adaptor were removed and replaced. A polyethylene acetabular liner was also implanted.